Event description:
It was reported to boston scientific corporation that a prolieve temperature monitor was used during a benign prostatic hyperplasia (bph) procedure. They started the case and approximately 7 minutes into the case the rectal temperature went "out of control" and shut the machine down. They called technical support and were unsuccessful with troubleshooting the problem. They switched to a "backup" rectal monitor and were able to complete the case with all the temperatures in range and without further complications. The patient's condition was listed as "fine".

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve temperature monitor was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.